Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred.the 99% stenosed target lesion was located in the calcified and severely tortuous left anterior tibial artery. During the first inflation of a 1.5mm x 20mm x 143cm coyote es mr balloon catheter at 3atms, a balloon rupture occurred. The coyote es mr balloon was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).